Event description:
Boston scientific crm received information that this patient received an inapropriate shock for "exercise" induced sinus tachycardia. Upon interrogation it was noted that the episode was approximately six minutes long however there was no electrocardiogram stored.

Manufacturer narrative:
Upon receipt comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. The device functionally passed all returned product testing. Next, technicians reviewed device memory data in an attempt to determine the reason for not storing a episode. This review revealed that a port of the device memory had been altered/corrupted which prevented the device from storing the episode. Unfortunately, the cause of the altered memory location was unable to be determined through additional testing. It is important to note that the data in this memory location would not adversely affect device therapy functions.